Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during rewind. The alarm history on the device was noted and some motor error alarms were noted. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is returning the device for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump passed the operating currents test. Unable to perform the self test, unexpected restart, displacement, basic occlusion, occlusion, prime and no delivery tests due to the motor error alarm. The pump had a cracked case at the display window corner, and minor scratches on the display window.